Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they frequently no or intermittent response by button press (ok and back, down button). It was reported that they changed the battery and buttons were still unresponsive. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The return and down keypad buttons are intermittent. Unable to perform functional tests including displacement, and self tests due to the faulty keypad. Per visual inspection, there were no signs of moisture damage underneath the keypad on the traces or on the boards or cables inside the unit.